Event description:
During a rotator cuff repair the anchor stripped in the inserter. The surgeon was unable to grasp the anchor to finish inserting it and tamped the anchor in the rest of the way. The suture became frayed as a result and broke when the surgeon attempted to tie it off. The procedure was completed with another twinfix anchor. A delay of ten to fifteen minutes took place. Sales rep stated that the surgeon did not pre-drill and that the anchor was left embedded in the patient's bone. It was also stated that the anchor size was a 5.0 not a 3.5 as originally reported. No patient injury or complications took place.

Manufacturer narrative:
Device is not being returned for evaluation. The surgeon could not insert the anchor properly due to not pre-drilling. Conclusion is improper use.